Event description:
It was reported that during the infusion on heparin, the device alarmed "safety clamp off". Upon inspection, the nurse was unable to identify why the module provided the alarm, and believes the event is either due to the pump module or IV tubing. Due to the event, the heparin drip was temporarily delayed to replace the affected module and change the tubing set. The event occurred at the intensive care unit. Although requested, no additional information was provided. Per non-bd biomedical engineer, devices were inspected and no issues were found. Risk authorization cleared them for release and all devices were placed back in service.

Manufacturer narrative:
The reported issue that during the infusion on heparin, the device alarmed "safety clamp off" could not be confirmed. The alaris system does not have an actual alarm message with the term reported. The file was opened to document the issue that was reported. No device history or qn search was performed since no source device serial number was reported by the customer. The pump module was being used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Manufacturer narrative:
The reported issue that during the infusion on heparin, the device alarmed "safety clamp off" could not be confirmed. The alaris system does not have an actual alarm message with the term reported. The file was opened to document the issue that was reported. No device history or qn search was performed since no source device serial number was reported by the customer. The pump module was being used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that during the infusion on heparin, the device alarmed "safety clamp off". Upon inspection, the nurse was unable to identify why the module provided the alarm, and believes the event is either due to the pump module or IV tubing. Due to the event, the heparin drip was temporarily delayed to replace the affected module and change the tubing set. The event occurred at the intensive care unit. Although requested, no additional information was provided. Per non-bd biomedical engineer, devices were inspected and no issues were found. Risk authorization cleared them for release and all devices were placed back in service.